Manufacturer narrative:
The field service engineer determined there was an issue with the measuring cells. The measuring cells and pinch valves were replaced. The fluidics, mechanical systems, electronic systems, and alignments were inspected. Syringe seals were replaced. A blank cell calibration was performed and was successful. Performance testing was successful. The last calibration performed on 30-jul-2021 was ok and there were no alarms. Upon review of the alarm trace, sample foam detection, sample short, and abnormal aspiration errors occurred. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys ft4 ii assay on a cobas 8000 e 801 module. The initial results were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. The first sample initially resulted in a ft4 value of > 7.77 ng/dl accompanied by a data flag, which repeated as 1.14 ng/dl. The second sample initially resulted in a ft4 value of > 7.77 ng/dl accompanied by a data flag, which repeated as 1.25 ng/dl. The ft4 reagent lot number was 49438401, with an expiration date of 30-nov-2021.